Event description:
It was reported that during a laparoscopic sigmoidectomy, the blade was broken outside the patient. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: was there a solid tone prior to noticing the broken blade tip?---no. Was there an error code produced prior to noticing the broken blade tip? ---yes. Which error code? ---5. Was there any contact with metal during activation of the device? ---there was a possibility. Were there any transactions across staple lines? ---there was a possibility. Were the troubleshooting techniques followed when the error code/sold tone was received? How was procedure completed? Describe how. ---as the blade was broken off, another device was used. The device was functionally tested with a generator. During functional testing on the generator, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. The blade was found to be broken at the discolored (blue) area. A probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The batch history records were reviewed with no anomalies noted during the manufacturing process.